Event description:
The account initially reported a calcium result of 11.4 mg/dl for a pt sample. When the sample was repeated, the result was 10.4 mg/dl. The field service rep repaired the instrument.